Manufacturer narrative:
The results of the device history record review indicate the device met specs. Visual examination of the device indicate the handle was broken in several pieces and no longer attached to the driver shaft. The breakage occurred in line with the pin that attaches the handle to the driver shaft. No mfg defects, signs of excessive wear or inclusions that would cause this failure were observed. A root cause as to why the handle broke is not know. Based on the results of the investigation, the need for corrective action is not indicated. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.

Event description:
It was reported the handle broke at the proximal end. Plastic from the broken handle fell into the pt and was retrieved with pickups, however, it is not certain whether all the pieces were retrieved.